Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 470mg/dl. The customer had symptoms such as vomiting and high blood glucose. Customer's blood glucose value was unknown at the time of the incident. Customer current blood glucose is 359mg/dl customer was treated by manual injections and vertigo pills, customer did not contact their healthcare professional. Troubleshooting was performed. Customer declined troubleshooting for bent cannula. Customer declined replacement sets. The product was not returned for analysis.